Manufacturer narrative:
Reported device not marketed in the u.s., however, similar device or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k122734. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that during an emergency cesarean under epidural the needle detached intraoperatively, and was not found. Right after surgery an asp was performed visualizing the needle in the abdominal cavity, and then returned to the operating room under apd in order to remove the needle. No further information has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in stock blocked in b. Braun surgical's warehouse. We have received one closed sample of the involved batch for analysis. Tightness test to the closed sample received has been performed and the unit is tight. We have tested the needle attachment strength of the closed sample received and the result fulfils the requirements of the european pharmacopoeia (ep): 2.43 kgf (ep requirements: 1.83 kgf in average and 0.61 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle attachment strength results before releasing the product were 2.23 kgf in average and 2.19 kgf in minimum and fulfilled ep requirements. According to the results of the tests realized to the closed sample received from the customer and the batch manufacturing record review, the product complies with our specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.